Event description:
It was reported that blood leaked from the hemostasis valve while the ice catheter was placed in the sheath. There were no reported consequences to the pt. The device was discarded at the hospital, as there was no st. Jude medical rep present during the case.

Manufacturer narrative:
The device was discarded at the hospital. Review of the device history record confirmed the device met mfg requirements prior to shipment. The cause for the reported leak at the hemostasis valve remains unk. The st. Jude medical instructions for use (IFU) states "do not remove dilator or catheter rapidly". Damage to the valve may occur, potentially compromising hemostasis". There were no reported consequences to the pt. (B) (4). Date the initial reporter provided the info to the MFR: 9/16/09.